Event description:
The customer reported that the 840 ventilator touch screen was erratic. There was no pt involvement. The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the keyboard. The unit passed extended self-testing.

Manufacturer narrative:
(B)(4).